Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. Post-op, it was described by doctor that 4-0 and 5-0 pds suture as taking a long time to absorb. She said a couple of patients had developed small inflamed red nodule below the skin level from the knot of the suture after 6 months. She also stated that she did remove the knot out in the office and the knot was not absorbed at all. Devices are not returning. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> no, did the patient require revision surgery or hardware removal? --> no, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> inflammation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> suture removal in the office, is the patient part of a clinical study --> unknown, (B)(6) device property of -->none, device in possession of -->none, (B)(6) device property of -->none, device in possession of -->none, (B)(6) device property of -->none, device in possession of -->none, (B)(6) device property of -->none, device in possession of -->none, (B)(6) device property of -->none, device in possession of -->none additional information was requested, and the following was obtained via: ¿ what is the total number of procedures? Uknown- doctor explained it was a couple of patients she saw postop. She could not give me an exact number. ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? I do not believe they have been reported outside of what I was told ¿ please provide the following information for each case: - can you identify the product code and lot number of the product that was used? Unknown - what is the procedure date? Unknown - what date did the reaction occur on? Unknown - was there any medical or surgical intervention performed ( re-operation; product removal: re-closure: medication)? If so, please specify. Yes ¿ if product was removed: -what was the appearance of the suture during the removal? She explained the suture was completely intact ¿ if re-suture/re-closure was performed: - was reoperation necessary to remove the suture and re-close the wound? No - was the suture trimmed in physician¿s office? Yes - was the suture removed in a routine post-op procedure? No - was the suture removed in a reoperation procedure? No - what is the most current patient status? Patient is fine ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) surgeon dr. (Please refer to the attached email) the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.